Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found g2 board, bi board and qb board had once been repaired by a 3rd party and showed some burns. Additionally, the screen was scratched, and dust got accumulated inside the device. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the image would blackout on the high definition lcd monitor during reprocessing. It was reported that it was not delayed more than 15 minutes. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the monitor image would blackout due to a faulty printed circuit board. The specific root cause of the faulty circuit printed board could not be determined at this time. The printed circuit board was also found to have burn marks, scratches on the screen, and dust accumulated inside, however, these defects are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.